Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the express sd stent delivery system (sds) with stent and the thruway guidewire. The guidewire was received inside the lumen of the express sd. The guidewire was protruding 75cm from the exit notch and 89cm from the distal tip. An attempt to remove the guidewire was performed and was successful; with no resistance. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure. The midshaft of the device was stretched and had numerous kinks. The inner shaft was buckled distal of the distal markerband. The inner diameter (ID) of the catheter at the exit notch and tip was measured to be within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left renal artery. After inserting a 190cm thruway guide wire through the introducer sheath and into the left renal artery, a 6.0mmx14mmx150cm express&#63510;vascular sd stent was advanced to treat the target lesion. However, before the express&#63510;vascular sd stent could enter the patient's body, friction was noted and the device would no longer advance along the guide wire. The physician attempted to pull the device back but the catheter began to stretch and was unable to be removed from the guide wire. The physician then removed both the express&#63510;vascular sd stent and the thruway guide wire together and the procedure was completed with a 0.014 victory guide wire and another express sd stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left renal artery. After inserting a 190cm thruway guide wire through the introducer sheath and into the left renal artery, a 6.0mmx14mmx150cm express vascular sd stent was advanced to treat the target lesion. However, before the express vascular sd stent could enter the patient's body, friction was noted and the device would no longer advance along the guide wire. The physician attempted to pull the device back but the catheter began to stretch and was unable to be removed from the guide wire. The physician then removed both the express vascular sd stent and the thruway guide wire together and the procedure was completed with a 0.014 victory guide wire and another express sd stent. No patient complications were reported.